Event description:
First two soft wires used both with the same lot number experienced a distal core fracture observed on x-ray. A third soft wire was used but from a different lot number. It was fine. Patient outcome was good.